Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available. Codes: health effect - clinical code - e1803 nodule.

Event description:
Dexcom was made aware on 02/15/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with a red lump, soreness, and infection, which occurred three days after the sensor had been inserted in the arm. On (B)(6) 2023, the patient went to the urgent care and antibiotics were prescribed for the skin reaction. The area was prepared with soap and water before placing the sensor on the body. At the time of contact, it was indicated that the reaction was still swollen and a little bit sore.